Manufacturer narrative:
Internal complaint reference (B)(4). H11. H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the anterior cruciate ligament reconstruction surgery, two (2) incidents of fracture occurred when using scr biorci-ha 8x25 sterile, all the pieces were removed form patient with tweezers. There was a surgical delay of less than 30 minutes. A back up device was available and it was used on the originally drilled bone hole made with a drill bit. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported devices were received for evaluation. A visual inspection revealed two devices were returned, each in original packaging with the lot number of the complaint on the labels. Both anchors are fractured at their distal ends. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material characteristics found that the storage requirements for the material are specified, the material must comply with provided percentage composition specifications as measured by ash test, and material tests are appropriately documented. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.